Event description:
Pt admitted to or for removal of venous access port. The port was easily removed from port pocket. The catheter appeared to have broken off at site of attachment to the port itself. Pt was transferred and catheter was removed at another facility. (*)